Manufacturer narrative:
Na.

Event description:
The customer reported obtaining a 3.6 inr and a 2.6 inr on his coaguchek xs (serial number (B)(4)). The samples were from two fingers and they were taken within 10 minutes. The customer's therapeutic range is 2-3 inr. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 200781-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). There were no error messages that occurred. The retention samples were inconspicuous. The retention material performed as specified.

Manufacturer narrative:
The customer returned the vial of the suspect strips and the coaguchek xs meter (serial number (B)(4)). The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 200781-10) and the current master lot coaguchek xs pt test strip (lot 230734-80). The maximum difference between measurements with the same blood sample was 0.1 inr. The returned customer material and retention material perform as specified. There was no product problem found.